Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed the daily impedance measurements trends and confirmed that the rv lead impedances were high out of range. Ts recommended the hcp to perform a commanded shock to further evaluate the lead integrity, however, the hcp stated that the lead will continue to be closely monitored. At this time, the rv lead remains in service. No adverse patient effects were reported.